Manufacturer narrative:
The investigation into the low pump flow and the high purge pressure issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. There was biomaterial found on the impellers. The catheter was also bent near the motor housing end. Pump was then run to recreate the failure and there was constant high purge pressure alarm with pressure. The root cause of the high purge pressure issue was biomaterial found on the impeller blades during product investigation.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported that during impella 5.5 support for 65-year-old male patient, there was low pump flow <1ml/h and high purge pressure 1060mmhg. There was no reported patient harm and the patient was successfully weaned and recovered well.